Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A leaking dacapo powerpack was received at service _ repair. It was reported to be an out of the box failure. There has been no report from the field that any user came into contact with the leaking battery.

Manufacturer narrative:
Conclusion: according to the information received, two dacapo power packs were leaking, out of the box. The investigation can confirm the reported issue. The concerned rechargeable batteries were manufactured in 2018, and were not refreshed since seven years, which explains the reported issue. This is a final report.

Event description:
A leaking dacapo powerpack was received at service repair. It was reported to be an out of the box failure. There has been no report from the field that any user came into contact with the leaking battery.